Event description:
The customer reported that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the pin in the c-arm was curved, and the 12a 110 v fuse was broken. He replaced the fuse. The system operates as intended.